Manufacturer narrative:
Testing and investigation is complete. An unopened sample from the same lot number was received and tested, as well as 3 retained samples from the same lot number. Testing found that all samples passed testing; therefore, the customer complaint of partially broken and perforated catheter was not confirmed. A complaint history was reviewed and found that there were no previous complaints for the issue associated with this lot number.

Event description:
The customer contact reported that immediately after a peripheral venous puncture, it was found that the venous catheter was partially broken and perforated which resulted in the exit of content, where the patient then required a new venous puncture. No additional information was provided.

Manufacturer narrative:
An unused sample from the same box is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that immediately after a peripheral venous puncture, it was found that the venous catheter was partially broken and perforated which resulted in the exit of content, where the patient then required a new venous puncture. No additional information was provided.